Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed during high ventricular rate episodes. No intervention was performed and the asymptomatic patient would continue to be monitored.

Event description:
New information reported that the patient was seen in-clinic and the lead noise could be reproduced. The asymptomatic patient would continue to be monitored.